Event description:
A customer reported that nine ophthalmic knives were found to be not sharp enough. The scheduled surgery was intraocular lens implantation. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)